Event description:
A customer technical advocate was contacted with regard to a cell-dyn 3200 sl analyzer not generated an nrbc flag. The cell-dyn 3200 generated a wbc=6.25 k/ul with no nrbc flag. A nwbc and rbc morph flag was generated to alert the user. The wbc=6.25 k/ul was reported and the patient received chemotherapy. A blood smear was reviewed and 127 nrbc /100 wbc was noted. The wbc count was corrected from 6.25 k/ul to 2.8 k/ul due to the presence of nrbc's. After the corrected report was released, the physician ordered neupogen x3 to guard the already low wbc count. The account states the wbc result reported in error did not contribute to an adverse outcome and that the patient expired in 2005 as a result of disease progression.